Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f/7f mynx control vascular closure device (vcd) was used for hemostasis during a percutaneous coronary intervention (pci). Femoral access was confirmed to be just at the femoral head and a 6f non-cordis catheter sheath introducer (csi) was used for the procedure. 5000 ¿ 10000 units of heparin were given intra procedure. There were no issues experienced while using the mynx control vcd. The tension indicator was aligned with the markers on the handle halves before attempting to deploy, the indicator showed a ¿clock symbol¿ after button 1 depression, and there were no reported issues during the button number 2, balloon retraction step. After deployment, manual compression was held for 2 minutes, and the puncture site felt soft. There was no presence of a hematoma, but some oozing was seen from the puncture site 5 minutes after the sealant was deployed. After the procedure, the patient went to the recovery area where a hematoma was felt in the lower abdomen and around the femoral puncture site. Manual compression was applied to the area for over 1 hour; however, the manual compression caused a vasovagal response, and the patients blood pressure was affected. Atropine and intravenous (IV) fluids were given to treat the patients blood pressure. An abdominal computed tomography (CT) scan with contrast was performed and showed an active bleed. Further manual compression was then applied, and a follow up ultrasound was done which showed that the bleeding had stopped. It was reported that the patient has now developed a pseudoaneurysm and will require general anesthesia (ga) to treat. The deployer was in training with the mynx control vcd and the device storage temperature did not exceed 25 degrees celsius. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30 ¿ 45 degrees, and a vessel diameter greater than 5mm. There was no tortuosity to the access vessel, but mild calcification was present near the puncture site. There was no stenosis noted at or near the puncture site and the site was not previously closed with any closure prior to the procedure. There was no damage to the sealant sleeves, the buttons, or to the csi noted after removal. A csi greater than 7f was not used during the procedure and multiple sheath exchanges did not occur. The device was not saved and will not be returned for evaluation.

Manufacturer narrative:
As reported, a 6f/7f mynx control vascular closure device (vcd) was used for hemostasis during a percutaneous coronary intervention (pci). Femoral access was confirmed to be just at the femoral head and a 6f non-cordis catheter sheath introducer (csi) was used for the procedure. 5000 ¿ 10000 units of heparin were given intra-procedure. There were no issues experienced while using the mynx control vcd. The tension indicator was aligned with the markers on the handle halves before attempting to deploy, the indicator showed a ¿clock symbol¿ after button 1 depression, and there were no reported issues during the button number 2, balloon retraction step. After deployment, manual compression was held for 2 minutes, and the puncture site felt soft. There was no presence of a hematoma, but some oozing was seen from the puncture site 5 minutes after the sealant was deployed. After the procedure, the patient went to the recovery area where a hematoma was felt in the lower abdomen and around the femoral puncture site. Manual compression was applied to the area for over 1 hour; however, the manual compression caused a vasovagal response, and the patients blood pressure was affected. Atropine and intravenous (IV) fluids were given to treat the patients blood pressure. An abdominal computed tomography (CT) scan with contrast was performed and showed an active bleed. Further manual compression was then applied, and a follow up ultrasound was done which showed that the bleeding had stopped. It was reported that the patient has now developed a pseudoaneurysm and will require general anesthesia (ga) to treat. The deployer was in training with the mynx control vcd and the device storage temperature did not exceed 25 degrees celsius. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30 ¿ 45 degrees, and a vessel diameter greater than 5mm. There was no tortuosity to the access vessel, but mild calcification was present near the puncture site. There was no stenosis noted at or near the puncture site and the site was not previously closed with any closure prior to the procedure. There was no damage to the sealant sleeves, the buttons, or to the csi noted after removal. A csi greater than 7f was not used during the procedure and multiple sheath exchanges did not occur. The device was not available for analysis. A product history record (phr) review of lot f2115201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Access site hematomas/bleeding events are a common procedural complication and is listed in the product¿s instructions for use (IFU) as such. A pseudoaneurysm is a type of pulsating "bubble" on the artery due to a penetrating injury. As blood slowly oozes into the adipose tissue from a puncture hole that doesn¿t heal, the hematoma solidifies into a jelly-like consistency (which is clotted blood), and there can be persistent flow of blood from the artery into the hematoma cavity. This pouch or sac coming off the artery looks like an aneurysm. It is called a ¿pseudoaneurysm,¿ or ¿false aneurysm¿ because the lining of this sac is not made up of the normal layers of the artery wall but is rather just a fibrous lining that forms around the hematoma. Like any aneurysm, a pseudoaneurysm can rupture and cause bleeding, which can require prolonged manual compression, blood transfusion, or surgical intervention. There are several risk factors associated with bleeding complications, such as advanced age, high or low bmi, comorbidities, vessels that are small in size, vessels scarred from previous surgeries, and vessels with presence of calcium/pad that may cause the patient to be at a higher risk. Additionally, procedural-related factors include procedure type (interventional), puncture site (high sticks, low sticks, backwall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. These events can develop due to any type of penetrating injury to the artery, including the initial puncture, insertion of the sheath introducer, or even the vascular closure device. Based on the information provided of the event, patient (mild calcification) and procedural (user was in training) factors possibly contributed to the bleeding events reported. Without the return of the device for analysis or procedural films, the reported customer complaint could not be confirmed, and no determination of possible product contributing factors could be made. According to the instructions for use (IFU), which is not intended as a mitigation, a pseudoaneurysm occurring during or after any extravascular closure device, such as the mynx device, is a well-known potential complication. According to the safety information in the IFU, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ the IFU also states that the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Neither the phr review nor the information available suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.